Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed during review of the submitted log file, containing approximately 15 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). A backup battery fault alarm was observed at 20:11:57 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. This alarm resolved at 7:07:05 on (B)(6) 2023, when the battery passed a load test. The ability of the controller to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low speed limit without issue. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Provided information indicated that the backup battery was first replaced during troubleshooting, but the alarms persisted. The system controller was then exchanged, and the alarms have now resolved. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev d - section 2 ¿how your heart pump works¿) provide instructions on how to properly replace the system controller backup battery. This section also warns the user that inappropriate use of the 11v li-ion backup battery may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2023-07246.

Event description:
It was reported that log files were submitted to evaluate replace backup battery alarm that did resolve with self-test. As alarm was occurring after backup battery was replaced, controller was replaced. Log files were taken before replacing the controller. On (B)(6) 2023, the event file captured low power hazard & no external power events. There was no interruption in pump support during these events. The log captured ebb faults on (B)(6) 2023. The alarms resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed during review of the submitted and downloaded log files. The log files collectively contained approximately 15 days of relevant data (11sep2023 to (B)(6) 2023 per timestamp). A backup battery fault alarm was observed at 20:11:57 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. This alarm resolved at 7:07:05 on (B)(6) 2023, when the battery passed a load test. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low-speed limit while the driveline was connected. The driveline was disconnected from the controller at 13:21:24 on (B)(6) 2023, which is consistent with the controller¿s exchange. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. Throughout testing, the backup battery passed multiple load tests and the controller passed multiple self-tests. The reported event was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev d - section 2 ¿how your heart pump works¿) provide instructions on how to properly replace the system controller backup battery. This section also warns the user that inappropriate use of the 11v li-ion backup battery may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.